Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and no leaks were noted. The valve was reflux tested and passed the test. The valve was dried. The valve was then pressure tested and passed the test. No root cause could be determined; as the technician could not find any functional problem with the valve. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was under draining and was revised. Despite switching the valve settings from 140 mmh2o to 100 mmh2o, a progressive ventricle width was observed. Intraoperatively, there is a significant hydrocephalus accumulation therefore it was assumed that the valve was defective.